Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 74 mg/dl at the time of call. The nurse stated that they treated the customer's high blood glucose with glucose tablets and jelly. The nurse stated that the customer was admitted as an inpatient for medical treatment. The date of the admission was (B)(6) 2014. The nurse stated that the insulin pump was dropped. The nurse stated that they discovered a bent cannula after taking off the site. The insulin pump will not be returned for analysis.